Event description:
Patient reported "wretched vomiting session" after implant with the lap-band system, the "fill cap broke loose" and surgery was needed to correct this and "has been difficult to lose without exercise". Device remains implanted. Follow up findings: patient had a previous repair due to the "fill port" coming loose. Follow-up findings: physician confirmed port flip and that "pressure was placed on the distal skin and port flipped back in place. Surgery was not necessary". The healthcare professional could not confirm the reported "wretched vomiting session", "fill cap broke loose and surgery was needed to correct this".

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted based upon the model number, serial number and implant date proved by the reported the connector type is assumed to be a taper ii. Visual examination may be determine the connector type associated with this report. Since device remains implanted, allergan has not received the product at this time. Therefore no analysis or testing has been done. Device migration and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.